Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated and the reported failure to adhere or bond, gripper line break and mechanical issue could not be tested due as the clip was deployed and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported difficult leaflet grasping appears to be due to challenges with image shadowing. The reported poor image resolution appears to be due to procedural circumstance. The reported partial clip movement appears to be due to procedural conditions which likely resulted in the reported clip opening while locked. It was reported that the device was used to treat tricuspid regurgitation. It should be noted that the mitraclip system instructions for use states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through. A definitive cause for the reported gripper line break during actuation in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break and clip movement requiring intervention. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. Imaging was poor due to shadowing. The first clip delivery system (cds) was advanced to the tricuspid valve and the clip was positioned at the septal and anterior leaflets. Grasping was noted to be difficult due to imaging. After several grasping attempts, both leaflets were grasped and the deployment sequence was started. While checking the gripper line mobility, the gripper line immediately broke. It was confirmed that no force was used while checking the gripper line. Both ends of the gripper line were removed from cds without resistance. Clip deployment was continued. While rotating the actuator knob, it was observed that the clip changed the position and opened approximately 10 degrees. The clip was deployed and two additional clips were implanted for stabilization, reducing the tr to 3-4. The patient was in stable condition throughout the procedure. No additional information was provided.